Event description:
It was reported that at the beginning of a procedure, while testing the bur bent. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was a delay of less than 30 minutes.

Event description:
It was reported that at the beginning of a procedure, while testing the bur bent. It was further reported that there were no adverse consequences as a result of this event. It was also reported that there was a delay of less than 30 minutes.

Manufacturer narrative:
The quality investigation is complete. Bur not returned to manufacturer for evaluation.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of the bur.